Event description:
The facility reported that a pt was being transferred from his wheelchair onto his bed. He was raised a couple of inches, when a 2-meter section of track came loose and fell. The caregiver was struck on the head, shoulder and wrist by the track and was taken to the hospital for x-rays. No injuries were reported. The facility did not provide the exact date of the event, only reported that it occurred during (B) (6) 2009. (B) (4).